Event description:
It was reported that the user experienced hyperglycemia up to 400 mg/dl confirmed by meter at 321 mg/dl over approximately three hours after running out of insulin at work for about two hours, later changing infusion supplies at home with a teflon set on the abdomen and reporting no tubing issues while using the ilet system. Symptoms included fatigue and nausea associated with high blood glucose reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that failure to follow instructions and an unintended use error caused or contributed to the event.

Manufacturer narrative:
Initial.